Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported burn could not be confirmed. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2184149-2019-00167. During an rf lumbar left side unilateral ablation procedure, a patient burn occurred. A grounding pad burn occurred on the right side of the back. The grounding pad was not overlapping with any other patches and there were no wrinkles. The skin was not prepped and the patient was not hairy or diaphoretic. The burn was located on the right side of the back. Neosporin and tagaderm were administered to treat the patient, and the patient was stable.